Event description:
This procedure was performed in (B)(6). The physician reported that the stent could not be deployed. However, investigation of the returned device on (B)(6) 2014 found that the protege gps was returned in full deployment profile: deployment paddles were in close proximity to each other, the outer sheath was pulled backed exposing the retainer, and no stent returned. The location of the stent is not known at this time. Additionally, saline and biological residue was noted in/on the stopcock valve and tube. The distal tip exhibits groove damage on its proximal end. The distal marker band was loose on the guidewire lumen.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.